Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump stopped bolus delivery prior to its completion. Customer's blood glucose was elevated (value was not provided). Although multiple attempts were made by tandem technical support to contact the customer for additional information, no reply was received.